Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of daily measurements revealed consistent measurements ranging between 90-100 ohms. A slight increase in pacing impedance measurements and sensing measurements were noted on the same day as the increased shock impedance. In clinic testing was performed and resulted in acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.